Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the allergic reaction cannot be ruled out. Hypersensitivity is an expected event with optune gio device use (ef-11 0% and 1% ef-14 optune arm). Use of optune therapy is contraindicated in patients with sensitivity to conductive hydrogels. Per the IFU, skin contact with the gel used with the optune therapy system may commonly cause increased redness and itching, and rarely may even lead to severe allergic reactions.

Event description:
A 73-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6), 2025. On (B)(6) 2025, the patient informed novocure that he was experiencing skin irritation in several areas on his scalp. Two pictures were provided showing two small red lesions on the top of his head, along with mild erythema and dry yellowish fluid on the right side. The patient and his caregiver were advised to trim the optune gio transducer arrays and change them more frequently. Additionally, the patient sought evaluation and treatment from a healthcare provider (hcp). Following his dermatology appointment, the patient notified novocure on (B)(6) 2025, that he had temporarily discontinued optune gio therapy. He had been prescribed oral antibiotics and topical steroid creams to treat the irritated areas, which appeared infected and moist. The patient planned to resume therapy on (B)(6) 2025. On (B)(6) 2025, novocure received two letters from the patient's dermatologist. The first letter, dated (B)(6) 2025, reported that the patient had been experiencing redness and discomfort from the arrays over the previous weeks. Clinical findings included scalp erythema with areas of blistering and yellow discharge. The dermatologist considered contact dermatitis as a potential diagnosis but could not determine whether it was irritant or allergic in nature. The patient was prescribed betamethasone and fusidic acid cream for 3-4 days and flucloxacillin 500 mg four times daily for approximately 5 days. The second letter, dated (B)(6) 2025, indicated that the patient likely had an allergy to the metal plates in the arrays. To confirm this, the patient applied an array to his arm, and after four days developed a well-demarcated eruption with small ulcerations. Although the patient was advised he could resume using optune gio, the dermatologist cautioned that the reaction could worsen. Treatment with betamethasone and fusidic acid cream twice daily for 2-3 days was recommended to manage the reaction. On (B)(6) 2025, the patient informed novocure that he had been off therapy for four days due to ongoing skin irritation but had since resumed treatment. The patient treated the irritation with steroid cream and antibiotics, resulting in improvement. The skin irritation was described as medium-grade spots scattered across his scalp, predominantly in areas where arrays had previously been placed.